Event description:
The patient was revised because of possible infection.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The patient was revised because of possible infection. Patient was revised to address infection. Doi: (B)(6) 2014 - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A review of the device history records for the d14060502 lot code did not reveal any related manufacturing deviations or anomalies and the sterilization cycle met the validated parameters. A complaint database search finds no other reported incidents against the remaining product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.